Manufacturer narrative:
The reagent information was not provided. The calibration and qc recovery data provided was within specification. The field service engineer (fse) replaced a rinse station mechanism, adjusted the ultrasonic mixer and cuvette rinsing volumes, replaced solenoid valves, disinfected vacuum circuits, cleaned the water supply pump filter, and performed air purges, mechanism checks, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. On (B)(6) 2026, the initial result was 260 umol/l. The patient underwent an ultrasound that gave results that were inconsistent with the creatinine result. On (B)(6) 2026, the patient had a new sample collected and tested on another analyzer and the result was 94 umol/l. Another repeat result of 94 umol/l was obtained from the original analyzer. Clarification on whether this result was from the initial sample or the repeat sample was requested but not provided. The result of 94 umol/l was deemed consistent with the patient's clinical condition.